Manufacturer narrative:
The cause of the reported issue was partly due to the infusion set. Tandem does not manufacture infusion sets no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and the non-tandem infusion set site was "wet". The infusion set was changed multiple times. Customer's blood glucose (bg) was 426-480 mg/dl and was in diabetic ketoacidosis (dka). Customer went to a clinic on (B)(6) 2019 and was treated with intravenous fluids, zofran and blood work was performed. Customer went to the emergency room and was admitted to the hospital on (B)(6) 2019. Customer was treated with intravenous insulin. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury; bg was 170 mg/dl. Brand of infusion set was not reported and customer did not respond to follow up attempts to obtain this information.